Event description:
The patient fell and was then revised due to a fractured hip stem. Loosening of the stem was also reported due to the fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.